Event description:
The customer reported the coulter lh 750 hematology analyzer was generating r flags for white blood cell (wbc) results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the instrument was generating r flags for the differential parameters and not the wbc counts. The fse found that the scatter sensor was not working properly. The fse replaced the scatter sensor, which repaired the r flags. The repairs were verified per established procedures. (B)(4).